Event description:
It has been reported to us that during the procedure the distal tip of the guide wire separated inside the patient's vessel. The physician inserted the guide wire into the patient and after successful stenting the physician pulled back on the guide wire and the distal tip of the guide wire separated inside the patient's vessel. The physician inserted a snare device and was able to successfully remove the separated distal tip of the guide wire from the patient. The patient is reported to be fine. At this time the account is retaining the sample device.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number is unk, so a review of the device history record cannot be performed. If in the future additional information or the product sample is returned a follow-up report will be submitted. Device discarded - not returned for evaluation.